Event description:
The facility's clinical engineering technician reported a fail code 320. The clinical engineering technician stated they have no record of any pt incident involving the pump since the last baxter sevice event.